Event description:
It was reported that the patient had stimulation in the wrong location. The patient was having x-rays on (B)(6) 2015. They were unsure if the leads had moved although her stimulation moved a week ago and could not get good stimulation. The patient had less than 50% therapy relief. On (B)(6) 2015 it was noted that the leads were still in place according to the x-rays. It was unknown why the patient had great stimulation for a few weeks and then had erratic stimulation. On (B)(6) 2015 it was noted that the prior authorization for a lead revision was pending. The patient did not receive effective therapy and would likely not until the revision was complete. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received on (B)(4) 2015 indicating that extensive intraoperative programming was performed. The hardware exists at l4-s1. There was a small somewhat difficult to visualize false rib at t12. The most cephalad contacts of leads were placed at the t7-8 interspace. The patient affirmed appropriate paresthesia coverage and absence of undesired stimulation coverage after extensive intraoperative testing. There was satisfactory coverage. It was tested at discomfort threshold and even at the high setting, could not recruit paresthesia in the ribs, abdomen, or flank.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that the patient had a loss of coverage. The lead had migrated. The action taken to resolve the issue was to advance leads one level, there was a lead placement revision. The leads were not explanted. The patient recovered without permanent impairment. The patient had good coverage and good analgesia.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).